Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that high out-of-range right atrial (ra) lead pace impedance measurements were found recorded to this device during routine follow-up. All other measurements were within normal limits. The physician elected to make no changes to device programming. Boston scientific technical services (ts) reviewed device data and provided suggestions for additional evaluation including provocation testing and x-ray. No adverse patient effects were reported. This system remains in service under a normal scheduled follow-up instruction.